Event description:
During an rf ablation procedure, the electrophysiology specialist reported having to press the rf power switch twice to shut off the rf power. No pt injury occurred.

Manufacturer narrative:
Submission of information by co under the MDR regulation does not constitute an admission that this information is required to be reported under regulation, or that the device has malfunctioned, or that there is any casual connection between the performance of the device and any death that may have occurred. This statement should be included with any information disclosed to the public under the freedom of information act. Frequency and severity statement: have concluded that the frequency of the reported events is not greater then is usual for the device. This follow-up report contains the results and conclusion codes for the initial report, which was sent to the FDA on 11/6/96.